Event description:
It was reported that during an aneurysm interventional embolization therapy using an echelon 10 micro catheter, the microcatheter was hydrated and successfully navigated to the aneurysm cavity via the femoral artery, which had a diameter of 5mm and moderate tortuosity. A stent was deployed to cover the aneurysm neck and press the embolization microcatheter. However, when attempting to fill the coil, it was observed that the coil could not be introduced into the tail end of the microcatheter, as it was compressed at the hub and could not enter the lumen. Three coils from different manufacturers were subsequently attempted but also failed to enter the lumen. Another coil delivery microcatheter from a different manufacturer was then used to pass through the stent mesh and continue the embolization. During this process, excessive tension caused the aneurysm to rupture and bleed. The patient was reported to be alive with injury. The catheter was flushed as indicated in the IFU. Additional information received reported that the cause of the resistance was not determined. A medtronic coil had been used with the echelon catheter when resistance was encountered. The echelon catheter was not in use during the aneurysm rupture, but the qc coil was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that actions/interventions that were taken to address the rupture included continuing embolizing the spring coil. The aneurysm was not ruptured, there was bleeding during the embolization process, and operations such as hematoma removal were performed after the surgery. The medtronic coil had been implanted and was found to have ruptured during angiography. With the replacement catheter, the last circle segment, about 1cm in length, had relatively greater resistance. The resistance was at the catheter hub.